Event description:
Pt returned for surgical removal of broken hardware, fusion left great toe with possible bone graft. The physician stated that the patient reported falling in the shower, was reaching high, and heard a click after two incidents.======================manufacturer response for podiatry metal plate, ortho helix (per site reporter)======================the company would like to have the product returned to determine why the plate broke.